Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced the adverse events as described below. Essure was inserted on (B)(6) 2014. Physician reported that during control examination after 3 months with essure, he found desolidarisation of teflon membrane of the coil. He also mentioned that there was no problem during placement. No further information was provided.

Manufacturer narrative:
Follow up information received on 28-oct-2014 from the physician. This case was upgraded to incident. The patient was seen for consultation. As the patient experienced pain, laparoscopy was planned and showed fallopian tube perforation. The two essure implants were removed. Postoperative course was simple. No further information was provided. Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted; during the procedure there was a difficulty for placement on right side and later at control hysterosalpingogram it was found desolidarisation of teflon membrane of the coil/but a piece of internal part of the coil moved to uterine cavity. A few months after that, pain and fallopian tube perforation was diagnosed. The pain and perforation are serious due medical importance. Desolidarisation of teflon membrane of the coil, interpreted as device breakage, and difficulty for placement on right side are non-serious. All events are listed. Uterine perforation and breakage with essure may occur, most often during insertion. In this particular case, physician reported that during control examination after 3 months with essure, he found desolidarisation of teflon membrane of the coil and essure was well placed but a piece of internal part of the coil moved to uterine cavity. He also mentioned that he had difficulty for placement on right side. Later, it was informed patient was complaining of pain. A laparoscopy was then performed and showed fallopian tube perforation and the two devices were removed. Given the nature of the events, causality with the suspect insert cannot be excluded. Initially the case was regarded as other reportable incident due to reported breakage (malfunction) and after follow up information, required intervention was reported and the case was upgraded to incident. The technical analysis concluded "unconfirmed quality defect". Further information (perforation questionnaire) and updated technical analysis have been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up information received from the physician on (B)(6) 2014: physician reported that he had difficulty for placement on right side. No problem on left side. Hysterosalpingography was performed by the reporter to control and it showed that essure was well placed on right side whereas on left side, fallopian tube was obstructed, essure was well placed but a piece of internal part of the coil moved to uterine cavity. No further information was provided. Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced desolidarisation of teflon membrane of the coil is considered unlisted in the reference safety information for essure while the other one is listed. The event desolidarisation of teflon membrane of the coil (assumed as device breakage) was regarded as near-incident due to the reported breakage, fragmented. During difficult insertion, single cases have been reported of essure breakage. In this particular case, physician reported that during control examination after 3 months with essure, he found desolidarisation of teflon membrane of the coil and essure was well placed but a piece of internal part of the coil moved to uterine cavity. He also mentioned that he had difficulty for placement on right side. Based on the available information and due to lack of alternative explanation, casuality between the events above and essure use was considered as related. Ptc analysis will be provided.

Manufacturer narrative:
Follow up 25-feb-2015: despite of follow up attempts, no further information obtained. Case closed. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 26-feb-2015 for the following (B)(4) preferred terms: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted; during the procedure there was a difficulty for placement on right side and later at control hysterosalpingogram it was found desolidarisation of teflon membrane of the coil/but a piece of internal part of the coil moved to uterine cavity. A few months after that, pain and fallopian tube perforation was diagnosed. The pain and perforation are serious due medical importance. Desolidarisation of teflon membrane of the coil, interpreted as device breakage, and difficulty for placement on right side are non-serious. All events are listed. Uterine perforation and breakage with essure may occur, most often during insertion. In this particular case, physician reported that during control examination after 3 months with essure, he found desolidarisation of teflon membrane of the coil and essure was well placed but a piece of internal part of the coil moved to uterine cavity. He also mentioned that he had difficulty for placement on right side. Later, it was informed patient was complaining of pain. A laparoscopy was then performed and showed fallopian tube perforation and the two devices were removed. Given the nature of the events, causality with the suspect insert cannot be excluded. Initially the case was regarded as other reportable incident due to reported breakage (malfunction) and after follow up information, required intervention was reported and the case was upgraded to incident. The technical analysis concluded "unconfirmed quality defect". No further information is expected.

Manufacturer narrative:
Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, breakage of the large tight pitch coil, or breakage of a portion of the delivery catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. The "green-colored" material reported is very likely the green heat-shrink (pet) tubing which is a catheter assembly component located at the distal end of the inner catheter. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this case reported device breakage as well as a technical or usability issue with difficult placement but these reported events are not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that the breakage event is an anticipated event. Based on the information available, there is no reason to suspect a quality defect. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(4) 2014 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 853 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted; during the procedure there was a difficulty for placement on right side and later at control hysterosalpingogram it was found desolidarisation of teflon membrane of the coil/but a piece of internal part of the coil moved to uterine cavity. Both events are non-serious. Desolidarisation of teflon membrane of the coil interpreted as device breakage was initially considered as unlisted according to reference safety information for essure; however upon receipt of product technical investigation (ptc) it was amended to listed, since ptc analysis concluded that the breakage is an anticipated event. During difficult insertions, single cases have been reported of essure breakage. In this particular case, physician reported that during control examination after 3 months with essure, he found desolidarisation of teflon membrane of the coil and essure was well placed but a piece of internal part of the coil moved to uterine cavity. He also mentioned that he had difficulty for placement on right side. Based on the available information and the close temporal relationship with essure insertion, causality between the reported events and the suspect insert cannot be excluded. This case was regarded as other reportable incident due to device breakage. A product technical analysis was performed and concluded that based on the information available, there is no reason to suspect a quality defect. No further information is expected.